Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen on (B)(6) 2018 and (B)(6) 2018 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Event description:
Additionally, patient was treated with coolsculpting using the coolmax applicator in the low abdomen and developed excess fat to mid lower abdomen with tapering of lateral lower abdomen. Patient experienced visible enlargement over treated area. Treatment was provided as "a series of 3 kybella¿ treatments."

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen on (B)(6) 2018 with coolsculpting may have developed paradoxical hyperplasia (pah/ph). Additionally, patient was treated with coolsculpting using the coolmax applicator in the low abdomen and developed excess fat to mid lower abdomen with tapering of lateral lower abdomen. Patient experienced visible enlargement over treated area. Treatment was provided as "a series of 3 kybella¿ treatments."

Manufacturer narrative:
Corrected data: a4, a6, b3, d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report of a patient treated the lower abdomen on (B)(6) 2018 and (B)(6) 2018 with coolsculpting may have developed paradoxical hyperplasia (ph). Additionally, patient was treated with coolsculpting using the coolmax applicator in the low abdomen and developed excess fat to mid lower abdomen with tapering of lateral lower abdomen. Patient experienced visible enlargement over treated area. Treatment was provided as "a series of 3 kybella¿ treatments."